Manufacturer narrative:
The returned inserter was evaluated. The pentalobe tip has twisted and piece of one of the flutes has fractured off. Additionally, the weld around the alignment block has cracked but the alignment block remains attached to the inserter. The complaint is confirmed. The cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: (B)(4).

Event description:
It was reported the tip on two different drivers broke during surgery while installing iliac screws. Each of the tips were removed from the wound so the patient did not retain a foreign body. A third driver was used to successfully complete the procedure. There were no reports of patient injury associated with this event. This is report two of two for this event.